Event description:
Customer reported experiencing low blood glucose events over the past year, with the lowest level being 35 mg/dl. Cause was not known. Customer consumed carbohydrates and candy to address the low blood glucose levels and has been using a pump with ciq software, which was turned on at the time. Technical support recommended the customer consult with a healthcare provider to discuss potential factors affecting blood glucose levels. The customer acknowledged and understood the recommendation.